Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow-up. During testing the patient had inappropriate heart rate increase. No intervention had been reported, the clinician would discuss patient management with the physician.